Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd integra¿ syringe with detachable needle was missing the scale markings. This was noticed before use. The following information was provided by the initial reporter: "pharmacist stated, barrel is missing the scale markings" "pharmacy called called stating that she opened the bag to find out that one of the syringes had not numbers, was missing printing."

Manufacturer narrative:
H.6. Investigation: one loose 3ml integra syringe with needle assembly attached was received and evaluated. It was observed there was some deformations present near the top of the barrel, under the flange, and there were no visible scale markings on the barrel, which was rejectable per product specification. The potential root cause for the missing print defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd integra¿ syringe with detachable needle was missing the scale markings. This was noticed before use. The following information was provided by the initial reporter: "pharmacist stated, barrel is missing the scale markings" . "Pharmacy called stating that she opened the bag to find out that one of the syringes had not numbers, was missing printing."